Event description:
It was reported that during implant, difficulty was encountered with left bundle branch are (lbba) placement of this lead. The patient experienced a small decrease in blood pressure early in the procedure that was resolved by the anesthesiologist. It was noted that during coronary sinus cannulation with the catheter for lead placement, the coronary sinus was dissected and worsening cardiac effusion and tamponade was noted. This lead was attempted but not implanted. Another lead was successfully implanted. The implant procedure was then completed and a pericardiocentesis was performed post system implant procedure. No additional adverse patient effects were reported. The return of this lead was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received that the patient remains hospitalized and was noted to be unwell with delirium and memory issues. Additional information also indicates that this lead was discarded and will not be returned.